Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an extreme low after announcing a breakfast meal while trending low, following an apparent overcorrection of a prior low; the meal announcement led the ilet to deliver insulin, which contributed to further glucose decline despite food intake. Symptoms included hypoglycemia. Outcomes included troubleshooting and user education with guidance to treat lows first, wait, confirm return to range, and then announce and eat, and the user plans to discuss additional management with a physician. Investigation included review of system data by support, user interview, and education on appropriate meal announcement timing and low treatment. Investigation of this case revealed no device malfunction and indicated user-related operation and technique issues associated with announcing a meal during a low, which prompted expected insulin dosing and impeded recovery. It was concluded, based on previously established findings for similar reports, that the cause was user error and use not in accordance with labeling.